Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. A photo sample was submitted, however could not be evaluated for the reported failure, and the guidewire was returned in the opened original packaging. An evaluation was completed by braxton shin of memry corporation on 26may2023. The sample was found to have no apparent issues on the coating. The guidewire was received upon return to memry with the whole coated wire exposed from the hooping, which was not found to occur at memry upon shipping. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. Corrections: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the package of the guidewire was opened prior to insertion. The nurse soaked it with saline and found that the product was not hydrophilic, not smooth, revealing that the product was not coated.

Event description:
It was reported that the package of the guidewire was opened prior to insertion. The nurse soaked it with saline and found that the product was not hydrophilic, not smooth, revealing that the product was not coated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.